Manufacturer narrative:
H.6 investigation summary: the complaint history has been reviewed and similar issues were registered for this catalog number; however no trend was identified. The bhr was reviewed. No deviations from validated manufacturing processes were identified. The retain samples were reviewed and no deviation was detected. Return samples were not provided however pictures illustrating the issue were shared. At this stage of the investigation no deviation was detected in our validated manufacturing process. No discrepancy was detected neither in the production records nor during the review of the retain samples. This product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. Based on the above mentioned evaluation, the complaint could be confirmed.

Event description:
It was reported that plate columbia ag 5% sb 90mm 20 contamination occurred. The following information was provided by the initial reporter: I opened a box of columbia agar plates, one of the plates had black mold growing on it. I will send the pictures together with this form. If desired, I could save the plate for further investigation

Event description:
It was reported that plate columbia ag 5% sb 90mm 20 contamination occurred. The following information was provided by the initial reporter: I opened a box of columbia agar plates, one of the plates had black mold growing on it. I will send the pictures together with this form. If desired, I could save the plate for further investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.